Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental med watch will be filed.

Event description:
On (B)(6) 2017 a patient in finland underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. In (B)(6) 2017 the patient reported that she was treated for a stoma infection with penicillin, the infection resolved.